Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 167 ohms. Shock impedance trends were characterized by a steep increase in measurements since mid-august, exceeding 150 ohms near october 1st. Pace impedance measurements followed a similar pattern, increasing from 440 ohms to 520 ohms. Addtionally, r-wave amplitudes had decreased from 4.5mv to 2.6mv, and rv thresholds were slightly elevated at 1.6v. There was no evidence of noise on two provided electrograms (egms), however a single beat of non-physiologic noise was observed on the presenting rv egm with no corresponding r-wave on the shock channel. Furthermore, a signal artifact monitor (sam) episode was stored and respiratory rate trend (rrt) sensor was disabled, likely due to noise. Technical services (ts) reviewed troubleshooting options, however the patient was very sick and likely unable to perform isometrics for further evaluation. This rv lead remains in service. No adverse patient effects were reported.